Manufacturer narrative:
(B)(4). Product evaluation in progress.

Event description:
Customer complains of erratic results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 198-220mg/dl fasting. Verified test strips expire 04/20/2017. Confirmed customer's test strips are being stored properly, and opened vial date is (B)(6) 2015. Reviewed meter memory: (B)(6). Customer is concern with the all the results but results but is mostly concern with the 257/290 mg/dl taken on (B)(6) 2015 taken form the same blood drop. Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had poor technique.

Event description:
Customer complains of erratic results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 198-220mg/dl fasting. Verified test strips expire 04/20/2017. Confirmed customer's test strips are being stored properly, and opened vial date is july 2015. Reviewed meter memory (B)(6). Customer is concern with the all the results but results but is mostly concern with the 257/290 mg/dl taken on (B)(6) 2015 taken form the same blood drop. Adverse event not reported.